Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review was performed. The device was not returned to the manufacturer for review. Medical records were provided and reviewed. The investigation is confirmed for perforation and migration, but inconclusive for detachment. The definitive root cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration, detachment of device or device component, and perforation. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6)year old female. Weight information was not provided.